Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump experienced an upstream occlusion alarm on channel a after one minute or more of delivery prior to an open key press. The open key press indicated that an unknown set was replaced. This condition had the potential to interrupt delivery. This report will address the possibility that the unknown set was defective causing the upstream occlusion alarm. Patient involvement is unknown. There was no patient injury or medical intervention reported for this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a u.s. 510k number.